Event description:
It was observed that during the device evaluation, the subject device exhibited a broken ceramic head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: application of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The following fields were corrected: b3 and d4. The following fields were updated: d9 and g2. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.